Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization of an unruptured cerebral aneurysm, the 3 mm x 6 cm galaxy g3 xsft coil (glx120306 / l12092) was the first coil used; it was reported that the coil did not completely detach ¿at the double ring part.¿ the embolic coil ¿was hanged as the delivery wire was retracted¿ and a loop of the coil then became protruded into the parent vessel from the target aneurysm. The physician pushed the herniated coil loop back into the aneurysm using an unspecified balloon catheter and another coil. The 3mm x 6 cm galaxy g3 xsft coil was implanted in the patient. The complaint also reported that the associated empower control cable (ecb00018200 / l15656) was energized with the empower dcb2 control box (dcb2000500 / c50602), but ¿there was a possibility that the energization was not enough.¿ additional information was received reporting that the same empower dcb2 and empower control cable were used with subsequent coils. There was no report of any adverse patient complication associated with the reported event. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (l12092) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach and protrusion into parent vessel are known potential complications associated with the galaxy g3 coil and coil embolization procedures. Based on the minimal information provided, it is not possible to determine the root cause of the detachment failure. It was not reported whether the control cable or dcb were replaced during the procedure. It is also unknown if a pre-deployment electrical check was performed. The instructions for use (IFU) advises to verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, all connections between the dpu, the dcb, and the connecting cable should be reseated. If a fault still persists, the connecting cable should be replaced. If this does not correct the error, the dcb should be replaced. If the microcoil delivery system still continues to have a fault, the microcoil system should be retrieved and replaced with a new microcoil system. After depressing the detach button on the dcb or control cable (if the system is free of faults), the dcb should be replaced if the light and audible tone do not activate. Also, if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, the dcb should be replaced. If detachment still does not occur, the microcoil system should be carefully withdrawn and replaced. It was reported that the dcb would be returned for analysis; therefore, additional information may be available at a later date. Since the alleged failure to detach and protrusion into parent vessel could potentially result in serious injury based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of an unruptured cerebral aneurysm, the 3 mm x 6 cm galaxy g3 xsft coil (glx120306 / l12092) was the first coil used; it was reported that the coil did not completely detach ¿at the double ring part.¿ the embolic coil ¿was hanged as the delivery wire was retracted¿ and a loop of the coil then became protruded into the parent vessel from the target aneurysm. The physician pushed the herniated coil loop back into the aneurysm using an unspecified balloon catheter and another coil. The 3 mm x 6 cm galaxy g3 xsft coil was implanted in the patient. The complaint also reported that the associated empower control cable (ecb00018200 / l15656) was energized with the empower dcb2 control box (dcb2000500 / c50602), but ¿there was a possibility that the energization was not enough.¿ additional information was received reporting that the same empower dcb2 and empower control cable were used with subsequent coils. There was no report of any adverse patient complication associated with the reported event.